Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericarditis with pericardial effusion may have been procedure related. Per the IFU, pericarditis is a known risk during the use of this device.

Event description:
Two days following a pulmonary vein isolation ablation procedure the patient presented with thorax pain and dyspnea. A CT scan and transesophageal echocardiogram was performed, revealing pericarditis with a pericardial effusion due to an inflammatory reaction from the ablation procedure. The patient was treated with anti-inflammatory medications followed by a pericardiocentesis, which stabilized the patient. There were no performance issues with any abbott device.